Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Adhesions (unspecified) [adhesion]. Case description: spontaneous report received on 03/26/2008 from a physician via a company rep regarding a patient, sex, age and initials unknown. Physician #1 reported that he had used seprafilm, but stopped using it because another physician (physician #2) said that he (physician #2) used it and the seprafilm had caused more adhesions than he had ever seen before. At the time of this report, the outcome of the event was unknown.